Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported by the consumer that there was blood on the tip of the syringe and inside the lid. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with the tip cap removed. The luer tip has discoloration as well as discoloration inside the bottom part of the tip cap. Based on the appearance in the photo, it looks like lubricant used in the molding press. Without the physical sample analysis this cannot be confirmed. A device history record review was completed for provided material number 306546, lot number 0301450. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with no returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood-like foreign matter was found on the tip of the bd posiflush¿ normal saline syringe after removing it from the packaging. The following information was provided by the initial reporter: "when we opened a new box of saline syringes tonight and unwrapped one of them it had blood on the tip and inside the lid."